Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure device are identified embedded within the uterine tissue") in a 34 year-old female patient who had essure inserted (lot no. Tu00at3-invalid) for female sterilisation. The patient had a medical history of smoker, tobacco user, migraine, arrhythmia, perineal pain, pneumonia, menorrhagia, vaginal discharge abnormality, abdominal pain, clotting disorder, pain pelvic, bloating, fatigue, drug allergy, hot flashes, headache and spotting vaginal. The patient had a family history of endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3076 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (lap supracervical hysterectomy and lap bilateral salpingectomy done on (B)(6) 2022). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: prior essure coil placement with no evidence for fallopian tube patency. Tu00at3-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure device are identified embedded within the uterine tissue") in a female patient who had essure inserted (lot no. Tu00at3) for female sterilisation. The patient had a medical history of smoker, tobacco user, migraine, arrhythmia, perineal pain, pneumonia, menorrhagia, vaginal discharge, abdominal pain, clotting disorder, pain pelvic, bloating, fatigue, drug allergy, hot flashes, headache and spotting vaginal. The patient had a family history of endometriosis. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: prior essure coil placement with no evidence for fallopian tube patency. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.